Event description:
Customer reported obtained results of 248 mg/dl, 125 mg/dl and 78 mg/dl on the advantage system within 10 minutes. An additional comparison reported by customer shows results of 244 mg/dl, 158 mg/dl, and 76 mg/dl on the advantage system with 10 minutes. Customer ate after both comparisons. No adverse event reported. Requested return of suspect system and replacement was sent.